Event description:
It was reported via repair work order that patient right side rail will not lock in the up position due to the pivot block being damage inside stretcher litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.